Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image problem. The image didn't show up when plugged in. The issue occurred prior to sedation for an unspecified therapeutic procedure. No other devices were connected to the subject device when the failure occurred suspected to contribute with the failure. No error messages were observed as a result of the failure. The procedure was completed with another device with no surgical delay. There were no reports of patient harm.

Event description:
It was reported the camera head had an image problem. The image didn't show up when plugged in. The issue occurred prior to sedation for an unspecified therapeutic procedure. No other devices were connected to the subject device when the failure occurred suspected to contribute with the failure. No error messages were observed as a result of the failure. The procedure was completed with another device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the costumer's allegation was confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the device had no image due to a damaged unit connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.